Event description:
The patient reported a jolting sensation, when she used the bone growth stimulator. The patient had been using it since (B)(6) 2014. The patient thought it might be affecting her therapy. The patient indicated that she goes to the bathroom a lot at night. The patient reported getting 50% relief. The patient status was reported ad unknown. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va05ngv, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).